Event description:
It was reported that insulin gauge displayed amount different than expected, as pump showed a much lower fill estimate than caller expected on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, agreed to receive email with cartridge loading resources, and was advised to call back for troubleshooting if problem happened again, with no additional information received regarding further outcome.